Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic deformed to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.0/1.0/064 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size but different power lens. The replacement lens resolved the problem.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). (B)(4).